Manufacturer narrative:
Concomitant product: product ID: 5076-45, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's device system was explanted due to an infection. It was also reported that vegetation was noted on the patient's tricuspid valve. The source of the infection is not known. The patient was treated with antibiotics and the system was not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.